Event description:
It was reported during pre-op that the device had not working properly and blade/bur was broken and stuck with handpiece. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that only a portion of the inner assembly was returned in a small resealable bag. The shaft was broken 0.17 inches from the distal end of the inner hub to the broken point. There were traces of a dark oily residue on the shaft and on the hub. Upon return, the distal end of the inner hub (outside diameter) was deformed, and chevrons at the proximal end of the inner hub were damaged. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.336 inches in deformed area which was out of specification. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.